Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of an overinfusion of morphine in a terminally ill patient that resulted in altered mental status. The patient required first aid, but no medical treatment was rendered. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 4/30/2012 - 5/1/2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.